Event description:
It was reported that an unspecified malfunction occurred. Approximately on (B)(6) 2023, the patient¿s receiver was blank and was not giving a reading, so his glucose level started to rise without him knowing. When he started noticing unspecified symptoms, he tested his glucose with his blood glucose (bg) meter, and it read over 400 mg/dl. His wife drove him to the hospital where they tested his bg again and it was between 400 and 500 mg/dl. He was admitted to the hospital for approximately 5 days and was treated for hyperglycemia with a saline drip and IV insulin. At the time of the report, he was in stable condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.